Manufacturer narrative:
Additional information d4 - primary unique device identification (UDI) number: (B)(4). Additional information e1 - telephone number:- (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from united kingdom, edwards received notification of a 56 mm evoque procedure. The patient had no known conduction disturbance prior to the procedure and massive tricuspid regurgitation (tr). Patient had atrial fibrillation at baseline. On pod 3, the patients rhythm changed from af to slow af with a ventricular rate of 29 bpm. This led to a significant drop in blood pressure, prompting the decision to implant a crt device with coronary sinus pacing on pod 4. According to medical opinion, the perceived root cause of the event was the valve. Patient was in stable condition and tr was reduced to mild.